Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address rash, pain, inflammation, and fullness attributed to metal allergy post total shoulder replacement after a patient fall. No evidence of hardware complication, infection, wear, loosening, and no bony abnormalities. It was identified the patient was implanted with a stem with nickel in it. Upon revision, it was noted the stem and baseplate were well fixed. After removal the patient rash and pain resolved. No further information available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported patient allergy was confirmed via material composition review. It was identified the sales representative was unaware the device contained nickel. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. No device issue identified as this device is not marketed or distributed as a nickel free device. Root cause is attributed to inadvertent use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.